Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis with presentation of bloody effluent and abdominal pain and subsequent hospitalization. However, there is no documentation of a causal relationship between the liberty select cycler and liberty cycler set and the peritonitis. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. The cause of the peritonitis event was not confirmed. However, e. Coli is a normal flora of the gastrointestinal tract which may colonize in the aerodigestive tract and genitourinary tract. Peritonitis with this organism most likely results from touch contamination. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for this peritoneal dialysis (pd) patient called technical support to state she forgot to remove the drain cap from the drain line on (B)(6) 2025, but the cycler showed that it drained. The patient was reportedly having pain and blood coming from the drain. The caller wanted to know if that could have caused the issue. The caller did not have time to discuss further as she had to leave for the hospital due to the patient being there. Additional information was obtained through follow-up with the patient¿s clinic. The patient was experiencing abdominal pain and blood effluent on (B)(6) 2025. The patient went to the emergency room (ER) and was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture was obtained. The hospital antibiotic regimen was unknown. The patient¿s culture was positive for escherichia coli. The patient was discharged with intraperitoneal (ip) cefepime and gentamicin (dose, frequency, and duration unknown). The patient¿s discharge date was not provided. The patient has completed the antibiotic regimen. The patient is scheduled for a clinic appointment for a repeat culture and white blood cell count. The cause of the peritonitis was unknown.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A contact for this peritoneal dialysis (pd) patient called technical support to state she forgot to remove the drain cap from the drain line on (B)(6) 2025, but the cycler showed that it drained. The patient was reportedly having pain and blood coming from the drain. The caller wanted to know if that could have caused the issue. The caller did not have time to discuss further as she had to leave for the hospital due to the patient being there. Additional information was obtained through follow-up with the patient¿s clinic. The patient was experiencing abdominal pain and blood effluent on (B)(6) 2025. The patient went to the emergency room (ER) and was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture was obtained. The hospital antibiotic regimen was unknown. The patient¿s culture was positive for escherichia coli. The patient was discharged with intraperitoneal (ip) cefepime and gentamicin (dose, frequency, and duration unknown). The patient¿s discharge date was not provided. The patient has completed the antibiotic regimen. The patient is scheduled for a clinic appointment for a repeat culture and white blood cell count. The cause of the peritonitis was unknown.